Event description:
The customer reported the system displayed a filament regulator and pre charge error code. Both messages were attributed to weakened batteries. The pre charge error resulted in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.